Event description:
Consumer complaint of low blood glucose results. Caller states readings are usually 160-170 mg/dl. Back to back results performed during the time of the call were 84 and 82 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).